Event description:
It was reported that the device had a short circuit. No patient involved.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and bent pins were observed on cord connector. There was a relationship found between the returned device and the reported incident. Mdu failed for short circuit error when plugged into test control unit. Cause of short circuit failure is bent pins on the cord connector. The complaint was confirmed and the root cause has been determined to be a short circuit due to bent connector pins. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.